Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter state: address information was not able to be obtained. (B)(6) was used as a place holder based. Device manufacture date: unknown. (B)(6). Investigation summary: unable to perform complaint lot history check for label information missing (expiration date) due to unknown lot number. A review of all risk management documents for the product family of the device involved in this complaint (syringe/safety syringe label information missing (expiration date) was performed and it was determined that the potential risk of this specific reported incident was captured and addressed. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check for label information missing (expiration date) due to unknown lot number. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the expiration date was missing from label with an unspecified bd syringe. The following information was provided by the initial reporter: consumer called asking if bd syringes have an expiration date. Advised consumer that bd products do have an expiration date. Asked consumer for his contact information and consumer stated "I am not going through that right now if you can't look this up with the lot # now, then I am hanging up". Attempted to advise consumer that more information was needed from the product box to determine the expiration date however, consumer disconnected the call.